Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate the cause of the discordant troponin ultra results was due to the result being misinterpreted by a non-siemens intermediate laboratory info system. The customer will repair their instrument manager to correctly interpret null results. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discordant advia centaur cp troponin ultra results were obtained. Upon retest corrected results were obtained and reported to the physician. There was no pt intervention or report of adverse health consequences due to the discordant troponin ultra results.